Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of ventricular fibrillation were observed. Noise appears to be seen on the egms. Lead fracture near the svc coil was observed via x-ray. The lead will be capped.